Event description:
Related manufacturer reference number: 2017865-2021-03472. It was reported that the patient had deceased on (B)(6) 2022. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The device was returned for evaluation after the patient was reported to have expired. Ate testing was performed and the device was normal. No malfunctions were found.